Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that they experienced hyperglycemia and the insulin pump had received hardware low level failures alarm. Customer's blood glucose value was 400 mg/dl. The customer states that they were able to clear alarm and rewind the insulin pump. The customer performed self-test and it did not pass. Troubleshooting was assisted. Fill cannula was recorded in daily history. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.

Manufacturer narrative:
Pump error 63 confirmed in the downloaded history log due to broken trace at pin 1 of ambient light sensor. Device passed the self test and displacement test.

Manufacturer narrative:
Hardware low-level failures confirmed in the downloaded history log due to broken trace at pin 1 of ambient light sensor. Insulin pump passed the self test and displacement test. (B)(4).